Event description:
The device was returned to the manufacturer from a mortuary. The cause of death was not provided. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
Final device analysis results revealed no anomalies, normal device function.